Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. We are working on the device history record (DHR), once we get more information it will be submitted in the supplemental. No code available was used in section to represent surgical intervention. Concomitant products: carto 3 system (model# unknown, serial# unknown) manufacture reference no: (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During mapping of the premature ventricular contractions (pvc), the mapping catheter perforated the right ventricle outflow tract (rvot) and a cardiac tamponade occurred. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. The patient was sent to the operating room (or) for surgical repair of the perforation on the rvot. Patient stayed in the intensive care unit (ICU) for several days post-surgery. Patient¿s outcome was improved. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition-related. There were no error messages observed on any bwi equipment during the procedure. Transseptal puncture was not performed. The patient did not receive anticoagulant during the procedure. The generator was not in use at the time of the injury as no ablation was yet performed. The catheter was not in close proximity to another catheter and it was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. The carto 3 system did not indicate to re-zero the catheter.

Manufacturer narrative:
It was reported that a male patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. It was originally reported that we are working on the device history record (DHR), once we get more information it will be submitted in the supplemental. That statement is incorrect. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer ref no: (B)(4).